Event description:
It was reported that there an error code 351.6770 noted on the error log. The device previously had several pressure sensor errors and the pressure sensor and logic boards were replaced. Flashed syringe and all binary sensors were calibrated, and performance verification worked properly. There was no patient involvement. Per customer, no further information will be provided.

Manufacturer narrative:
The reported issue that there an error code 351.6770 noted on the error log could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris syringe module is typically used for treatment. The file may be closed based on the above facts. A review of the device history record showed the device had a manufacture date of 11dec2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn 13972096 was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The reported issue that there an error code 351.6770 noted on the error log could not be confirmed. No product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris syringe module is typically used for treatment. The file may be closed based on the above facts. A review of the device history record showed the device had a manufacture date of 11dec2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. CAPA reference: n/a. The customer stated that there was no patient involvement.

Event description:
It was reported that there an error code 351.6770 noted on the error log. The device previously had several pressure sensor errors and the pressure sensor and logic boards were replaced. Flashed syringe and all binary sensors were calibrated, and performance verification worked properly. There was no patient involvement. Per customer, no further information will be provided.